Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager (srm), the srm lock required to be reattached to the pyxis. The customer stated that this malfunction occurred while dispensing medication to patients and caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was required to be removed from the refrigerator and reattach it to another refrigerator. A field service engineer completed the removal and reinstallation as requested and replaced the adapter plate to resolve the issue and verified functionality with the customer through inventory. The system functioned as intended after the field service engineer repaired the device.